Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and replaced the anesthesia control board. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The anesthesia machine was replaced. There was no report of patient involvement.